Event description:
Patient also mentioned that she is getting allergic reaction to tape, she said that her skin is getting itchy and irritated and is using a lotion on it. Patient confirmed that physician was already aware of this before doing trial and was already provided instructions on what to do. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".